Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose levels. The customer's blood glucose reading was 40 mg/dl. The customer stated that the settings were adjusted by the doctor to prevent another low. No further details were provided. Nothing was replaced or returned.